Manufacturer narrative:
Intuitive surgical inc. (Isi) received the unit involved with this complaint and completed the device evaluation. Failure analysis was unable to confirm the customer reported failure. The illuminator was installed onto a test system and it powered on with no errors. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported during a da vinci-assisted surgical procedure, the customer experienced a non-recoverable 297 fault. The intuitive surgical, inc. (Isi) technical support engineer (tse) walked the customer through disabling the illuminator by turning illuminator breaker off, disconnecting the cables, and after multiple reboots the system was still showing a non-recoverable 297. The tse advised the customer to use a third party illuminator to continue the procedure. The planned surgical procedure was completed with an alternate light source and no patient harm, adverse outcome or injury was reported.